Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported, their gums have recessed. And mobility issues.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.